Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration test verified the sensor is detecting a low force and there was contamination around the force sensor plate. Evaluation also revealed that there was contamination found under the contrast, up and down button contacts this report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple 145 occlusion alarms associated with high force. After a rewind was performed, it was observed that the piston was bending through the wall in the cartridge compartment. The force sensor calibration test verified the sensor is detecting a low force. The pump was opened and debris was found in the cartridge compartment under piston. There was contamination under the force sensor shim plate. Evaluation also revealed that the keypad rubber was intact. There was contamination found under the contrast, up and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.